Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Problem of needle detachment. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6) 2016. According to the complainant, during introduction, the needle detached. The missing arrow head could not be found inside the patient even through an x-ray visualization. The procedure was completed using another capio device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received on march 22, 2016. There was no bullet needle remained inside the patient.

Manufacturer narrative:
Analysis of the returned capio suture capturing device did not confirm the event of needle detached. Visual inspection revealed no issues. Functional analysis of the capio carrier revealed that it was able to extend and retract without any problem. Also, the capio slim device was actuated (deployed) three times with the suture and the needle entered in the slot. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no similar complaints exist for the specified batch. The returned device showed no evidence of either the alleged issue or any defect which could have contributed to the event. Therefore, the most probable root cause classification is not confirmed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6) 2016. According to the complainant, during introduction, the needle detached. The missing arrow head could not be found inside the patient even through an x-ray visualization. The procedure was completed using another capio device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received on (B)(6) 2016. There was no bullet needle remained inside the patient.